Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely calcified and severely tortuous distal of right coronary artery. After plain old balloon angioplasty(poba), a 3.00x20mm promus element¿ plus stent was selected to treat the lesion. However, the device was unable to cross the lesion. The device was completely removed from the patient and it was found out that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).